Event description:
Litigation papers allege: on (B)(6), 2009, patient was involved in a motor vehicle accident and was diagnosed with a transverse femoral shaft fracture of his right leg involving the distal thirds of the femur with posterior displacement of the distal fraction fragment by one-shaft width and fracture fragments overlapping by 7mm. On (B)(6), 2009 patient had surgery to repair fracture. Between (B)(6), 2009, patient began to feel increased soreness in his right leg. Between (B)(6), 2009 patient felt a pop in his right thigh, followed by pain and swelling in his right leg. On (B)(6), 2009, patient was seen by a physician at the hospital emergency room and diagnosed with a peri-implant fracture with breakage of the rod. On (B)(6), 2009, patient had surgery to replace the broken rod.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database found no prior reports for this part and lot number combination. A 10-year search of the complaint database by product code found no prior reports. Review of the inspection records found no related manufacturing deviations or related anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
A depuy (B)(4) medical doctor reviewed the provided radio graphs and confirmed the nail fractured with a non-union. The provided litigations documents state a too short of nail was used. In addition, the documents state the patient was never instructed to be non-weight bearing. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.